Event description:
It was reported that an artificial urinary sphincter (aus) was removed and replaced by a new aus device. The physician found a leak in the balloon which gives recurring incontinence. There were no other patient complications reported.